Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Phone device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. : the received drill bit is broken approximately 10 mm from tip section and the flutes are strongly untwisted. The broken off portion is missing. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. It was reported that the drill bit interfered with an unknown cortex screw which had been implanted before placing the plate. Based on this provided information, we assume that a metallic contact with too much mechanical force caused the breakage of the drill bit. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 323.062 lot: 9643846 manufacturing site: bettlach release to warehouse date: 01.oct.2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an unknown procedure for distal tibia fracture was performed with an unknown locking compression plate (lcp) lateral distal fibula plate. While the surgeon was drilling the bone for the distal hole of the plate, the drill bit interfered with an unknown cortex screw which had been implanted before placing the plate. Thus, the tip of the drill bit broke. The broken piece of the drill bit was immediately retrieved successfully. An x-ray was taken on an unknown date and confirmed that there were no broken pieces left in the body. The surgery was completed successfully with no surgical delay. There was no adverse consequence to the patient reported. Concomitant medical products reported: unknown lcp lateral distal fibula plate ( part # unknown, lot # unknown, quantity 1) and unknown cortex screw ( part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).